Event description:
During follow-up, the patient presented with chest pain. Increased capture threshold and decreased r wave amplitude variation was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed cardiac perforation and dislodgement of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.